Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual examination confirmed rod breakage. No other defects or abnormalities were observed during the evaluation of the product. Scanning electron microscopy analysis showed the fractured surfaces exhibited smooth and shiny/rough regions, which are indicative of fatigue failure. Furthermore, the existence of the two surface morphologies illustrated that the fracture first propagated and then a full failure/breakage took place presumably when the remaining region did not have strength to bear the load. No material defects or other abnormalities were observed in this analysis. Review of the device history record could not be performed as the lot code was not marked on the returned rod sections and is unknown. A review of the operative report and x-rays noted the patient was approximately 3 months post-op. It was difficult to determine if there was delayed or nonunion based on limited imaging. However, information was received to indicate that no bridging bone was noted on re-operation. X-rays also seemed to indicate that there was stress on this segment of the rod. Although no definitive conclusions can be determined, rod breakage is indicative of fatigue fracture. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.

Event description:
International affiliate reports the patient was operated on (B)(6) 2012. In mid (B)(6), when sitting down, the patient felt one rod break. Shortly after, the second rod broke. X-ray images revealed that both rods were broken. Revision surgery also found bilateral screws at th11 were loose. This medwatch report is being filed for the second rod that was broken. See mfg medwatch report no. 1526439-2013-17563 for the first rod that was involved in this event. See mfg medwatch report no. 1526439-2013-17566 for the screws that were involved in this event.